Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the rattling is head picking up the device. The gas eyeball indicator does not change from red to white and the device alarms low battery. A loose screw a faulty gas supply indicator, and the battery were the cause of these issues. . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator rattling and alarming does not recognize the o2.